Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the handpiece was overheating. Additional information received: the surgeon noted the handpiece heating and exchanged the handpiece. The procedure was completed with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the sample was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual non-conformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications per product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).